Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue, however, a minimum fill notification occurred. An unspecified volume of insulin was in the cartridge when the notification occurred. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 287 mg/dl.